Event description:
During baxter's functionality testing it was found that a spectrum pump had a false upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "false upstream occlusion" was confirmed but not reproduced. The eval found low readings on the ultrasonic sensor caused by a failed upstream sensor. With low readings it makes the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.